Event description:
A patient reported they were unable to receive an accurate reading on their surestep meter due to their meter allegedly would only prompt the "not ok" message. There was no result on their meter as the patient was unable to test. No treatment was reported. No further information has been reported. No serious injury or allegation of harm.